Manufacturer narrative:
D9: product received date 10/29/2024. H3: one device was returned for repair with complaint of "cassette not attached" error. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log matched reported complaint. Visual/functional testing was performed, and the complaint was confirmed. Also found a peeling downstream occlusion (dso) seal. Probable cause was the dso sensor was out of calibration.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.